Manufacturer narrative:
Method: device was not returned; followed up with company rep.

Event description:
It was reported that a pt underwent an x-stop procedure. It was noted that there was an issue with the device placement. The physician did not place the device as recommended per the procedure. No additional info was reported.